Manufacturer narrative:
(B)(4)

Event description:
The event was reported by a costumer from USA: "6 more power supplies break. Power cord was in a pickup box located in birth center department. Do not know how pump was powered after ac cord was detached. Delay in therapy: unknown. Need for medical intervention: unknown. Patient involvement: no. Human harm: no."